Event description:
It was reported that during the implant procedure, the atrial lead exhibited poor sensing and high thresholds, despite multiple positioning attempts. Additionally, the helix took an excessive number of turns to extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4)